Event description:
On (B)(6) 2012, pt reported the down button on the infusion device does not work. Pt stated he noticed the button was not functioning about 6 months ago. Pt reported he was attempting to perform a bolus and the down button on the infusion device stuck down and did not pop back up again. Pt stated the button does not pop back up when pressed. Pt reported the button failure is constant. Pt stated he did not receive recall notification. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.